Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, including the instrument having been damaged prior to use. Directions for use dfu-0255-eo arthrex hand instruments c. Validation repeated processing has minimal effect on these devices. End of life is normally determined by wear and damage due to the intended use. The user assumes liability and is responsible for the use of a damaged and dirty device. The complaint allegation was not confirmed, and no evidence of the failure was received.

Event description:
On 01/22/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-13997sf fastpass scorpions clamp was cutting the wire instead of pushing it. This occurred during use, where another ar-13997sf fastpass scorpion had to be opened to finish the surgery. Additional information was provided on 02/11/2025 via (B)(4) where the arthrex subsidiary employee reported this event occurred during a rotator cuff rupture procedure when the wires were passed through the tendon. All the fragments were recovered. The suture that was breaking was an ar-13997 fibertak anchor suturetape. They used the shoulder box that was available at the hospital to complete the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.